Manufacturer narrative:
No devices and photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Complaint history search related to part and lot combinations revealed no similar complaints. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00597206529, nexgen all poly patella, lot #61483591. Catalog #00595202010, nexgen cr-flex prolong articular surface, lot #61563580; manufactured at zimmer inc., (B)(4). Catalog #unk, unk nexgen femoral component, lot #unk. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to pain, swelling and unable to walk.